Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pbu150 batch number, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how long was the delay? No information. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No, it was not. The patient is scheduled to re-examination. Up to now there is not any complications reported so far. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. No, doctor just replaced another new sutures. Patient¿s current status? The patient has stable health. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No, it was not. The patient is scheduled to re-examination. Up to now there is not any complications reported so far. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Not any information. Patient¿s current status? The patient has stable health. How the procedure was complete? For pulling-off suture needle while stitching, doctor must remove stitches and replace new suture for stitching. For suture threads pull out from the needle swage in tray, replace another. Please provide procedure name and date: laparoscopic hysterectomy procedure (B)(6) 2020). Event reported in 2210968-2020-06682, 2210968-2020-06683, 2210968-2020-06685, 2210968-2020-06686, and 2210968-2020-06687.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2020 and suture was used. During the procedure, the suture pulled off the needle while stitching. The doctor removed the stitches and replaced with a new suture for stitching. It takes the doctor more time to replace another needle. The surgery was prolonged. The patient has stable health. There were no adverse patient consequences reported. No additional information was reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/09/2020. Additional h3 investigation summary: it was reported pull off - suture needle. One empty open foil, a needle and a suture in several pieces of product code w3442, lot pbu150 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and suture was noted. The suture pieces were examined and they have begun with degradation process. Also, the foil was examined and showed multiples wrinkles and holes on bottom foil package due to excessive manipulation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. One picture was provided for analysis. Upon visual inspection of the pictures, three detached needles, one labeled winding former with a suture, two dispensed sutures and two empty labeled winding of product code w3442, lot pbu150 could be observed. No conclusion could be reach as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.